Manufacturer narrative:
An event regarding abnormal ion levels involving a meridian stem was reported. The event was confirmed. Product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿based upon the information available for review, no determination can be made for the cause of revision surgery apparently performed twelve years post implantation. An additional elevated cobalt level in the absence of clinical, radiographic or MRI findings was the only indication for revision surgery. The description of the findings at revision surgery and the absence of histopathologic diagnosis of trunnionosis or altr still makes the determination of trunnionosis hypothetical. The implications of implanting mixed systems such as a competitor acetabular components with stryker femoral components are unknown.¿ product history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation confirmed the above reference range of ion levels however, the exact cause of the event could not be determined. Further information such as a histopathology reports and examination of explanted devices are needed to complete the investigations root cause. No further information for this event is possible at this time. If devices and/or additional information becomes available, this investigation will be reopened.

Event description:
The patient was experiencing pain after primary surgery of the left hip. He began to have discomfort in 2015. Several blood tests had been administered indicating high levels of cobalt and chromium. An MRI was done in 2015 as well as (B)(6) 2017. The findings show that there is fluid in the joint area. Patient had left hip revision surgery. Bloodwork shows chromium & cobalt levels.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
The patient was experiencing pain after primary surgery of the left hip. He began to have discomfort in 2015. Several blood tests had been administered indicating high levels of cobalt and chromium. An MRI was done in 2015 as well as (B)(6) 2017. The findings show that there is fluid in the joint area. Patient had left hip revision surgery. Bloodwork shows chromium & cobalt levels.